Event description:
The customer's meter was returned and, through the course of the investigation, was discovered to have suffered the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Performed investigation. Memory overwrite was observed. Found uom to be selectable and set to mmol/l. Customers and retailers have been informed through the fa16may2006 letter.